Manufacturer narrative:
Brake cam. Model 1004 was inadvertently left off the list to the FDA, but FDA was notified of this.

Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences are reported.